Event description:
Company representative sent a repair request reported with an issue of "poor air/water supply". No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogged in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (insufficient cleaning (handling problems) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found clogged nozzle with foreign material. Due to clogging of nozzle, water removal ability does not meet the standard value. The reported issue of "poor air/water supply" could be confirmed. This issue found likely attributed due to insufficient cleaning, reprocessing , handling issue. Follow up has been made regarding this reported event. To date, no response has been received. Furthermore, the following defects were identified during device inspection: due to wear of angle wire, the play of u/d knob is out of the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Adhesive on a-rubber has a chip. Adhesive on a-rubber (insertion section) has white-clouded area. Light guide bundle loose. Due to loose light guide bundle, the illumination found to be uneven. Adhesives around objective lens has white-clouded area. Distal end has a dent. Paint on s-cylinder found peeled. Connecting tube has a dent with scratch. Scratch noted on a-rubber (insertion section). Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope]: visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]: inspection of water supply: cover the air/water button hole with your finger. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.